Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard tibial bearing, catalog 183640, lot 227540; vanguard femur left 70mm, catalog 183132, lot 702110. (B)(6). This product is manufactured by zimmer biomet spain and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared and distributed in the united states under 510(k) number k945028. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision procedure 14 days post implantation due to the locking bar backing out. Attempts have been made and additional information on the reported event is unavailable at this time.